Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported two unknown one-link connectors disconnected leading to a leak. It was further reported during a tpn (total parenteral nutrition) infusion the one-link was potentially ¿not connected properly¿ to the non-baxter tubing while using a non-baxter pump. Approximately 500ml of tpn was lost with each episode. There was no report of patient injury or medical intervention associated with this event. No additional information is available.